Event description:
A torso array coil burnt during scanning. There were no injuries reported. The coil melted to the patient padding. The coil damage is isolated to the area of the coil where the flexible circuit is connected to the interface board on the coil. This is the first report of this coil failing in such a manner.